Event description:
Physician reported capsular contracture - baker grade iii. Device has been explanted and replaced with another manufacturer's device. That relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported capsular contracture - baker grade iii. Device has been explanted and replaced. The relates to the left side

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device.